Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The returned device was evaluated and the following defects were noted during the evaluation: the air/water cylinder had no color, the suction cylinder had no color, the forceps channel was shaved, the bending angle in the down direction does not meet standard value, and the scope cover has a dent. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing did not detect any microbial growth. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for 3 colony forming units (cfus)/channel of bacillus and >20 cfu/channel of brevibacterium. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.